Manufacturer narrative:
(B)(4). The production device history record (DHR) for this intra aortic balloon pump (iabp) cannot be reviewed per (B)(4) since the serial number was not provided. Information received from the (B)(6) business unit indicates that the customer never alleged any malfunction of the involved iabp. Additional information on this complaint event and the iabp is being sought, and will be reported accordingly if becomes available.

Event description:
Customer reported that they used the balloon pump on (B)(6) during an emergency, they set it up as usual but never got any pressure on the balloon pump just a flat line, it was flushed before introduction. As the patient was critically ill and the balloon was inflating and they had augmented pressure (via the labs pressure monitoring system) they continued the procedure with the consultants consent and agreed to sort the pressure trace when the patient was more stable. Once they had stented the patient, they changed the pressure bag and giving set and flushed to the three way tap (not into the patient) but still had no pressure trace. They tried to draw blood back but with no success so they made the decision to change the balloon. They checked and changed all of the tubing and connectors from the flush bag down to the catheter. The second catheter used was another linear 40cc and functioned as expected with a viable ap trace. The patient expired on (B)(6) 2017. However, the patient's death is not attributed to the intra aortic balloon pump (iabp) as per the facility. Furthermore, reports have been submitted on the two (2) involved balloon catheters under medwatch reference numbers 2248146-2017-00223 and 2248146-2017-00224.